Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Physician reported ¿thickening and hyper-enhancement of the fibrous capsule of the breast implant on the right, capsular contracture grade IV¿, " nodular image", "siliconoma, probably related to rupture of the old implant¿, ¿simple cyst in the right breast¿, ¿lymph nodes with signs of silicone inclusion in the right axillary region.¿ the device remains implanted.

Manufacturer narrative:
Reason for reoperation: silicone migration and capsular contracture, baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported ¿thickening and hyper-enhancement of the fibrous capsule of the breast implant on the right, some degree of capsular contracture¿, "siliconoma, probably related to rupture of the old implant¿, ¿simple cyst in the right breast¿, ¿lymph nodes with signs of silicone inclusion in the right axillary region.¿ there is also "nodular image" which has been deemed not related to the device. The device remains implanted.